Event description:
It was reported while using bd vacutainer® multiple sample luer adapter, the sleeve covering the non-patient cannula of one device fell off. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. Therefore, functional tests were conducted on 10 retained samples using 30 tubes per needle to assess the functionality of the device. All samples passed the tests, exhibiting no signs of poor sleeve recovery, sleeve leakage, or sleeve fall off during draw. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: sleeve fall off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® multiple sample luer adapter, the sleeve covering the non-patient cannula of one device fell off. No adverse impact was reported regarding the patient or user.